Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for undefined high impedance, along with high thresholds, no capture, oversensing, and reproducible noise when the patient's arms were raised. The rv (right ventricular) lead remains in use. No patient complications have been reported as a result of this event.